Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by customer that guidewire extended fully and catheter advanced until resistance met. Once resistance was met, attempted to retract catheter and more resistance met. Decided to pull entire line out and 1.5-2 inches of catheter missing from around needle. They saw it sticking out of the arm and tried to grab it, but went back in the subq and verified with ultrasound and x-ray that it was in the subq. This file is for the first of two occurrences. Additional information: the catheter was left in the patient's subq tissue of the patients' arms and the physician opted not to intervene.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by customer that guidewire extended fully and catheter advanced until resistance met. Once resistance was met, attempted to retract catheter and more resistance met. Decided to pull entire line out and 1.5-2 inches of catheter missing from around needle. They saw it sticking out of the arm and tried to grab it, but went back in the subq and verified with ultrasound and x-ray that it was in the subq. This file is for the first of two occurances.